Manufacturer narrative:
(B)(4). Medical product - oxf twin-peg cmntd fem md PMA, item 161469, lot 2234847, therapy date - remains implanted. Medical product - oxf anat brg lt md size 3 PMA, item 159547, lot 125140, therapy date - remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01293 and 3002806535-2018-01294.

Event description:
Patient has extreme difficulty kneeling down and getting back up in left knee.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The patient reported extreme difficulty kneeling and getting back up due to pain in the right knee two years after primary oxford pks surgery. The source of the pain may be related to factors such as impingement from osteophytes and a high bmi (the patient is obese). From the available information however, it is not possible to reach a comprehensive conclusion about the source of the pain. A review of the manufacturing history records confirms no abnormalities or deviations reported. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient has extreme difficulty kneeling down and getting back up in left knee.